Manufacturer narrative:
Evaluation summary: the condition of air-in-line printed circuit board out of specification was confirmed and associated with filure code 810:11 found in the event history. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.

Event description:
During service by baxter, the infusion pump¿s air-in-line printed circuit board was found to be out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.